Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was erosion of the "left pectoral" device pocket. The device and leads were removed; the device was returned to the manufacturer. No further patient complications were reported as a result of this event.